Event description:
The hospital reported that at the completion of the coronary artery bypass graft procedure, one heartstring seal didn't unravel completely. The surgeon used a replacement heartstring seal to complete the procedure. No patient complications were reported by the hospital.

Manufacturer narrative:
Investigation details: during the investigation it was observed that the seal had not unraveled completely. The failure that the seal had not unraveled completely is confirmed. The lhr review was completed, and there was no non-conformance associated with this lot number.